Manufacturer narrative:
The medical center did not return the impella rp pump for analysis and bench top hemolysis testing. A root cause can not be determined at this time with information known and shared. Should more information be shared that leads to a definitive root cause, a final report will be filed.

Event description:
A patient was admitted in cardiogenic shock and had and impella rp placed for right heart hemodynamic support. After over one day of support the team made the choice to explant the pump due to concerns of hemolysis. The patient had labs hemolyzing and despite repositioning of the pump, the hemolysis concerns were not resolved. The team infused 4 units of blood products, explanted the rp, and placed the patient on ECMO support.